Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing stopper creep out. The following has been provided by the initial reporter: this is a complaint about closure separation. When the customer put the item in a centrifuge and took it out, the cap came off.

Manufacturer narrative:
H6. Investigation summary: bd did not receive customer photos or samples as part of this investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing. Samples were subjected to a 1st and 2nd stopper pullout test. None of the 29 samples resulted in 2nd stopper creepout/pop off. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of stopper pop off. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing stopper creep out. The following has been provided by the initial reporter: this is a complaint about closure separation. When the customer put the item in a centrifuge and took it out, the cap came off.